Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile examination revealed numerous kinks in the shaft. Microscopic examination revealed a separation at the collar/proximal shaft location. Microscopic examination revealed the ptfe pulled out of the collar and attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06jan2016. It was reported that catheter was kink. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main (lm) coronary artery with 20 mm length and 2.75 mm vessel diameter. During a percutaneous coronary intervention (pci), it was noted that the guidezilla¿ guide extension catheter was kinked. The physician changed another same device to finish the procedure. No further patient complications were reported and the patient¿s status is stable. However, it was reported after product analysis that a separation at the collar/proximal shaft location was observed in the device.